Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 57 mg/dl and a seizure. The customer was taken to the emergency room and was given food to eat. The basal setting on the pump was determined to have been set too high and was adjusted. Tandem technical support had the contact perform a system check and the pump was found to be functioning as intended. After the settings were changed, the customer had not experienced any further problems and the bg level was in control.